Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that bolus insulin was delivered from the infusion device, but the bolus information was not displayed in the infusion device and in the blood glucose monitor. The patient's mother read a value of 220 mg/dl on the dexcom device at 1:00 p.m. She did not find a bolus in the bolus information nor did she find it in aviva combo blood glucose monitor under "my data". Therefore, the patient received a meal bolus of 2.4 i.u. As a result, the blood glucose level dropped to 77 mg/dl at an unknown time. According to the patient's father, he had the meal bolus of 2.4 i.u. Confirmed at noon on the blood glucose monitor. Since the blood glucose value after the administration of 2.4 i.u. Decreased that much, the patient's mother assumes that the bolus was delivered at 12:00 p.m. Without being displayed. According to the patient's mother, the wrong therapy decision was made due to the lack of notification.